Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73h1800502 was manufactured on 08/16/2018 a total of (B)(4) pieces. Lot was released on 08/29/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No clip was in the first position in the channel. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. On the next attempt, the clip was unable to properly load into the jaws. The rotation tab got bent and the next clip was protruding from the channel. The sample was disassembled to inspect the internal components. The clips were found to be out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position. The broken ratchet can prevent clips from loading properly. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. Upon functional inspection, it was found that the ratchet was broken. The broken ratchet prevented clips from loading properly. It was found that the clips were out of position and stacking on one another in the channel which was caused by the broken ratchet. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that (B)(6)2019 in urology surgery the doctor complained that the fifth clip was found stuck and loose so the hol could not be closed properly. He changed to a new one, but the third clip had the same issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019 in urology surgery the doctor complained that the fifth clip was found stuck and loose so the hol could not be closed properly. He changed to a new one, but the third clip had the same issue.